Manufacturer narrative:
Clinical investigation: there is no documentation of a causal relationship between pd therapy on the liberty select cycler and the patient death. Additionally, there is no allegation of a machine malfunction or deficiency reported for the patient death. A temporal relationship is unknown as it was not confirmed if the patient was connected to the cycler or when the last pd treatment occurred prior to death. The patient has multiple comorbidities that could have caused or contributed to the death including hypertension and type ii diabetes. End stage renal disease patients are at increased risk for mortality, often 30 times higher, than the general population with cardiac disease as the major cause of death. Based on the available information, the liberty select cycler can be excluded as the cause of the patient death. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient passed away due to natural causes. It is unknown if the patient was connected to their cycler at the time of death. Additional information documented that the patient was at home at the time of death. The cause of death was unknown, however, the medical examiner ruled it to be of natural causes. The patient has a significant cardiac history of hypertension and vascular disease in addition to type ii diabetes and end stage renal disease. The patient is known to not complete or totally skip their pd treatments as reported by the peritoneal dialysis registered nurse (pdrn). There are no allegations of a machine malfunction or deficiency reported for the patient death.